Event description:
The international customer reported that the unit went vent inop due to a data acquisition pcb adc reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The unit was in use on patient, but no patient harm reported. The service technician replaced the data acquisition pcb to motor controller pcb cable to address the finding. Final testing was performed per operating specifications.